Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 8/16/2019. Device evaluation summary: according to the information received, it was reported a patient developed anisomastia and seroma. During evaluation of the device it was observed to be intact. No anomalies were discovered.asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet.excessive postoperative accumulation and/or transient reaccumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at any time. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Seromas presenting after the immediate post-operative period may require additional work-up by the surgeon. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Two implants were received labeled as left lot: 7308732 and right lot: 7302267. Lots match; however, left right orientation did not align with event description in original initial report submitted. Therefore, this medwatch form is now for the right breast prosthesis. Furthermore, explant date has changed due to erroneously submitting the wrong explant date with the initial. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: late-forming seroma and asymmetry. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with mentor memoryshape gel implants on (B)(6) 2016 developed bilateral breast asymmetry on (B)(6) 2019. The patient underwent right partial capsulectomy, left total capsulectomy and bilateral removal of the implants on (B)(6) 2019. The left breast contained a large amount of thick serous clear fluid with particles and a thickened capsule. Bilateral capsules and cultures, as well as left seroma fluid was sent for pathological testing. This report is for the patient¿s left-sided device.